Manufacturer narrative:
H10: the tracking number indicates that the product was received. However, the device has been misplaced and cannot be located, therefore, as of 28jan2021, the device has not been received at philips bench for evaluation. If the device is located and returned to philips bench, this case will be reopened and the findings will be incorporated. The customer received a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was returned for evaluation and subsequently misplaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor has a sound malfunction. The device was not in use on a patient at the time of event.